Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced elevated bg of 400 mg/dl with abdominal pain on waking that morning. The reporter denied any issue with the infusion site. The infusion site was changed without resolution. Customer technical support (cts) requested to perform troubleshooting of the pump, however, the reporter declined to troubleshoot the pump. The reporter did stated that she believed the pump was delivering boluses and basal rates correctly and does not believe the high bg is related to an issue with the pump. The reporter stated the patient¿s bg at the time of the call was 375 mg/dl without symptoms and the patient would be discontinued from insulin pump therapy and started on an alternate method of insulin delivery. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy; however, there was no allegation of a pump malfunction, indication of use error and the reporter refused troubleshooting the pump with cts.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: no defect was found. Pump history shows the last bolus and the last basal were delivered on 07/14/2013. No activity related to the complaint was recorded in pump history; no alarms outside the range of normal patient use observed. The boluses and basal add up appropriately to total the tdd; showing the pump was delivering accurately. Pump successfully completed 29-hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.